Manufacturer narrative:
In this case, the returned device analysis confirmed the reported single gripper actuation issue and gripper line break as the gripper cap no tactile marker gripper arm could not be raised and the gripper line (no tactile) was observed to be broken. Improper or incorrect procedure or method - failure to follow steps / instructions could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Improper or incorrect procedure or method/user error is associated with the user lowering the grippers before closing the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal of the xtw clip, a broken gripper line was observed. One clip was then deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.